Event description:
It was reported that during a da vinci-assisted surgical procedure the customer reported the blade was found to already be exposed prior to using sealing or cutting functions on the vessel sealer extend. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but no additional information could be provided.

Manufacturer narrative:
Intuitive surgical received the vessel sealer extend associated with this complaint and completed investigations which replicated and confirmed the customer reported complaint. The instrument was found to have a dislodged blade that was jammed in the knife track. Visual inspection showed that the blade was exposed outside of the blade garage 0.307". No conductor wire damage or snake wrist damage was found and there was significant bio debris found at the instrument tip. A review of logs showed 1 blade jammed failure and after manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The knife slot measurement was 0.028". The instrument was returned with the energy cord cut. As a result, the cut and energy delivery tests were unable to be performed. Additionally, the instrument was found to have 1 homing failure during initialization. The instrument was placed on an in-house system and failed initialization. This failure is likely due to the dislodged blade. The instrument was found to have 1 of the ceramic dots dislodged and it was not returned with the instrument.